Manufacturer narrative:
Concomitant medical products: product ID: 694758 lead, implanted: (B)(6) 2010; product ID: dtba1d1 crtd, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibtied far field r-wave (ffrw) oversensing and undersensing. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.